Event description:
It was reported that the patient's atrial pacemaker was attempted to be implanted, however it had failed to separate from the delivery catheter. The system was removed and was able to separate outside of the body. The device was successfully installed using an alternate catheter. The patient was stable.